Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them to improve long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. This investigation found no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Medtronic received additional information that during the implant of this mitral annuloplasty band, the band was placed, the patient showed moderate regurgitation. The physician attempted to add another stitch but the regurgitation got worse. The physician then decided to remove the stitch and the regurgitation did not improve. Physician then decided to remove the band and implant a mitral bioprosthetic valve. No further adverse patient effects were reported. The patient was reported as doing well.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that on the day of implant of this mitral annuloplasty band, the device was implanted and explanted during the same procedure. The device was replaced with a bioprosthetic valve. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.